Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported by the affiliate that during a unknown procedure, the tissue pad came off (used with gen04 and hp054). Another device was used to complete the case. No pt consequence.